Event description:
It was reported that the device got too hot and shut off. It was further reported that the device was not functional.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.